Event description:
Patient developed fever, chills, chest pain and an increase in joint pain approximately 24 hours after their first column treatment. Patient was admitted to the hospital and diagnosed with staph sepsis secondary to a central line infection. The patient was discharged home with antibiotics.